Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -14.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: h6- device problem code 1494 should be removed from initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, debris on the product. Visual inspection found haptic deformed, and debris on lens. Claim# (B)(4).